Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms on the reported event date. The time and date was accurately set at the start of the investigations. The pump was able to complete a prime sequence successfully with no alarms. The pump was exercised for 24 hours with no alarms. The pump cover was opened, and no moisture ingress was observed. The complaint could not be verified or duplicated during testing.